Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal, she noticed that sensor wire was shorter than expected. Pt doesn't see anything inside her skin. She only reports a little irritation a couple of days after the incident.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.